Event description:
Reporter alleged the pt discovered a lump in her right breast and had it checked out and they found a leaking silicone implant with scar tissue around it. Reporter also alleges the rupture was caused by a mammogram. Reporter also alleges insomnia problem, constipation problem, fatigue problem and depression.